Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the incorrect anvil was inserted into the instrument. It was reported that there was difficulty removing the device from the patient. As a result of product failure, the laparoscopic surgery was required to be converted to an open surgery and the operating time was extended by >30 minutes resulting from product failure. Significant surgical intervention was required due to the product failure and significant tissue loss occurred as a result of the product failure. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: improperly matched instrument and anvil combination may result in difficulty removing the anvil. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure to restore continuity, the surgeon had difficulty removing the stapler from patient's cavity. The anvil was stuck in the wall of rectum and the surgeon had to cut a piece of rectal mucosa. Another anastomosis was impossible to perform because it would be too low and the sequelae would be severe (diarrhea, leaks). A temporary stoma was created in the small intestine. The planned laparoscopic procedure was converted to open surgery due to device issue. The surgical time was extended for more than 30 minutes. Tissue damage and unanticipated tissue loss were noted. The patient was discharged without the temporary ostomy.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure to restore continuity, the surgeon had difficulty removing the stapler from patient's cavity. The anvil was stuck in the wall of rectum and the surgeon had to cut a piece of rectal mucosa. The surgeon waited 60 secondas planned, then made circular movements to remove the clamp, but the clamp remained hooked. Another anastomosis was impossible to perform because it would be too low and the sequelae would be severe (diarrhea, leaks). A temporary stoma was created in the small intestine. The planned laparoscopic procedure was converted to open surgery due to device issue. The surgical time was extended for more than 30 minutes. Tissue damage and unanticipated tissue loss were noted. The patient was discharged without the temporary ostomy.